Event description:
It was reported that the patient presented to the emergency room (ER) with vertigo. A check on the device yielded that the right ventricular (rv) lead has t-wave oversensing (twos). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
With concomitant medical products: ddmb1d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.